Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately. This complaint was classified using the customer care advocate (cca) documentation. The patient reported a few seconds prior to the issue starting, he developed symptoms of "shaky and sweaty," he obtained readings of "123-130mg/dl" and drank a glass of grape juice in response to the symptoms. The patient was unable to recall the date and time the issue started. However, the patient claimed he had inaccurate readings of "100 and 75mg/dl," on an unknown date, taken within 20 minutes of each other. Based on statistical methodology the calculated difference between the readings exceeds the expected value of <=20mg/dl. The patient reported that he normally tests his blood glucose 4-5 times a day and targets "80-120mg/dl." The patient reported that he manages his diabetes with lantus, once daily after breakfast based on carbohydrate intake and novolog 4 times daily after meals and at bedtime. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied testing on another device. During the time of troubleshooting, the cca documented that the patient was using the same approved sample site to obtain the samples, and the meter was in the correct unit of measurement. The cca noted that the patient's testing steps were correct and his test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to this serious injury. The patient reported developing symptoms prior to the alleged issue starting. Therefore, the meter could not have caused the injury and there was no delay in treatment. However, this complaint is being reported because the patient performed a meter vs. Same meter comparison where the calculated difference of those results meets lfs' criteria for precision reporting.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, the test strip vial had contaminates. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.